Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a low battery alarm after an hour, even after batteries were replaced. Per reporter there were no adverse effects.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found battery depleted alarm. Visual inspection and functional check were performed. The customer's reported problem was confirmed. The investigation found that the pump motor was locked up. Service's will replace the pump motor to correct the reported problem. The problem source of the reported problem is unknown.